Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected oper. Code. Evaluation summary: (B)(4): no anomalies found, but blood noted on helix; full lead returned and analyzed.

Event description:
It was reported that the screw on the lead would not advance fully. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.